Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of cardiac tamponade and atrial perforation (atrial septal defect requiring intervention), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. A conclusive cause for the reported patient effects of cardiac tamponade and atrial perforation and the relationship to the device, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the tamponade. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was implanted. While positioning the second clip delivery system (cds), a venous (right heart) tamponade was observed. The physician could not determine when and how this occurred; therefore, it is unknown if the mitraclip caused the tamponade. Pericardiocentesis was performed and the patient was confirmed to be stable. Two clips were implanted successfully reducing the mr to 2, and the patient is doing well. No additional information was provided.